Manufacturer narrative:
On 9/9/2019, biosense webster inc. Received additional event information. It was reported that the patient was taken to the lab and the right ventricle was targeted for the ventricular tachycardia. On a later ablation during the case, a sudden drop in impedance was noted. It was unclear if a steam pop was heard but the ablation information suggested. Ablation was discontinued and seconds later, anesthesia reported that blood pressure was down. Intracardiac echocardiography (ice) confirmed large effusion. Patient began to decompensate rapidly. CT surgery was paged and pericardiocentesis was performed. CPR was initiated due to lack of blood pressure and ineffective cardiac output. Significant blood loss was encountered with tap and patient continued to decline despite resuscitative efforts. Resuscitative efforts were discontinued and patient expired. There were no indications that product did not perform to expectation. On 9/24/2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 8/28/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30258584m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that (B)(6) year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (crp)) and death. During the ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by ultrasound (echo). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Right ventricle (rv) perforation caused massive effusion that was hard to control. The patient went into cardiac arrest and CPR was attempted for an unknown length of time, but patient¿s hemodynamics did not respond, and the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, caused by a perforation to the rv. No error messages were observed on any bwi equipment. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter. Transseptal puncture was performed with a baylis rf transseptal needle. There was evidence of steam pop during the ablation and a rapid impedance drop in ablation graph. As such, the ablation was manually stopped when rapid impedance drop was noted. The steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The rapid drop in impedance is not MDR reportable since there is no indication that the impedance exceeded any impedance cut-off value. The potential risk to the patient is remote. The smartablate generator was used in power control at 45-50 watts, with an impedance delta cutoff at 100 ohms @0.5s. The parameters observed were temperature at low 30¿s, 170-180 ohms starting impedance, power at 50w and flow at 15 ml/min.